Event description:
Procedure: colectomy with end to end anastomosis. According to the reporter: it was reported that after the second firing, the jaw could not be opened even by pulling the black return knob back to the original position. It was reported that add'l resection was required to release the jaw from the tissue, however, that there was no tissue damage. Another unit was opened to complete the case. The customer did not report whether reinforcement material was used.

Manufacturer narrative:
(B)(4).